Event description:
The infusion pump was received at the service facility with a note stating "broken ICU-volume delivere greater than rate. ICU." The reporter of the occurrence is not known. No addition clinical info was able to be obtained. No pt injury was reported.